Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the retainer ring on top of the reservoir compartment came off. It started chipping off until a 3rd of it came off. They were unsure how the damage occurred. The customer¿s blood glucose level was unknown. The device will be replaced and returned for analysis.

Manufacturer narrative:
Pump received with partially broken retainer, scratched case, pillowing keypad overlay and minor scratched lcd window.